Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure involving a intellanav mifi open-irrigated catheter, the temperature readings were high. It is unknown if an error message was displayed. The cables were replaced without fixing the issue, the catheter was replaced and the issue was fixed. There were no patient complications reported,

Manufacturer narrative:
Visual inspection of the device showed no major abnormalities found. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Electrical continuity test was performed and no problems were detected. The device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications instructions for use (IFU).

Event description:
It was reported that during an ablation procedure involving a intellanav mifi open-irrigated catheter, the temperature readings were high. It is unknown if an error message was displayed. The cables were replaced without fixing the issue, the catheter was replaced and the issue was fixed. There were no patient complications reported,